Manufacturer narrative:
An event of device embolization into the pulmonary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined but the use of a smaller size device may have contributed to the device embolization.

Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer muscular ventricular septal defect (vsd) occluder was successfully implanted in a patient. It was noted that post-implant the occluder embolized into the patient's pulmonary artery. The decision was made to attempt a percutaneous extraction of the occluder, but was unsuccessful. The patient was then sent to surgery to have the 8mm amplatzer muscular (vsd) occluder explanted. The patient was stable at the time of report. Subsequent to the previously filed report, additional information was received that a 6f amplatzer torqvue delivery system was used during the implant procedure. The 8mm amplatzer muscular ventricular septal defect (vsd) occluder was sized using angiography and transthoracic echocardiography. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was noted that the 8mm amplatzer muscular (vsd) occluder embolization was confirmed using transthoracic echocardiography. It was also noted that the occluder completely dislodged and embolized into the patient's right pulmonary artery. The patient did not suffer any clinical symptoms as a result of the embolization, but was hospitalized. The patient was doing well and discharged at the time of report. The cause of the occluder embolization is attributed to the occluder being to small for the patient's defect. There is no allegation of malfunction against the8mm amplatzer muscular (vsd) occluder or procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, an 8mm amplatzer muscular ventricular septal defect (vsd) occluder was successfully implanted in a patient. It was noted that post-implant the occluder embolized into the patient's pulmonary artery. The decision was made to attempt a percutaneous extraction of the occluder, but was unsuccessful. The patient was then sent to surgery to have the 8mm amplatzer muscular (vsd) occluder explanted. The patient was stable at the time of report. No additional information was provided.